Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. The lead also had undersensing. The physician considered repositioning or replacement of the lead. No adverse patient effects were reported. The lead remains in service. Additional information received. The lead was explanted. No additional adverse patient effects were reported. The lead was out of service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.